Event description:
High impedance post MRI-surgery. Unkown if this will affect efficacy. Rep was asked to help with device off/on for MRI and surgery. On (B)(6) 2024 the device was interrogated and impedance was 764. The device was turned off so the patient could get an MRI of the foot and then surgery on same foot. On (B)(6) 2024 after both the MRI and surgery were completed the device was interrogated and impedance checked. This time it was out of range. Advanced impedance check was run showing that 2-3 and 3-c were both over 20,000. The staff at the hospital were consulted and permission was given to program the device to 2-c. Impedance was within range and then turned back on. Uf and tammy lux the managing pa were notified, and they plan to follow up with the patient. Patient's programming was adjusted to get impedance levels back in range; no further action to be taken at this time.